Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02517 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colon polypectomy procedure performed on (B)(6), 2011. According to the complainant, after removing a medium to large polyp, the physician chose to close the defect. A clip was advanced to the site and the tissue was grasped. However, difficulty was encountered while attempting to separate the clip from the catheter. After some manipulation, the clip detached and remained attached to the tissue. A second clip was then used and positioned alongside the first, but the same issue recurred. The clip was difficult to release from the catheter, but with some manipulation detached. The procedure was completed after placing the second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.